Event description:
It was reported that two (2) minicap transfer sets could not be disconnected from the dialysate bag. This was further described as the ¿transfer set is too tight to do disconnection¿. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.